Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/16/2015 with the following findings: the pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank. The pump case was removed, and the display screen was observed to be cracked: the reported issue was confirmed. The suspect display screen was replaced with a test display screen; the pump display remained blank with the test display screen installed. Further inspection revealed that the display flex connector was damaged. Unrelated to the reported issue, the battery compartment was observed to be cracked in the area below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.